Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no loss of capture on the rv lead and the morphology seen was fusion pacing. It was also further noted there was no ra oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced frequent falls. It was noted there was potential loss of capture on the right ventricular (rv) lead. It was also noted there was possible right atrial (ra) lead oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.